Manufacturer narrative:
Upon system evaluation, the device and lead will be evaluated to help determine the root cause of this event.

Manufacturer narrative:
The device and right ventricular lead remain implanted and in service with no further complications observed. As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.

Event description:
Boston scientific received information that this implantable cardioverter defibrillator (ICD) and right ventricular (rv) defibrillation lead exhibited high out of range shock impedance measurements. A connection issue was suspected. The patient was to be brought back for through evaluation. No adverse patient effects were reported.

Event description:
During a subsequent revision procedure, the rv lead terminal pin was reconnected within the head port with no further anomalies then observed. There were no reported patient complications.